Event description:
It was reported that the pump screen was dark and unresponsive, with flashing lights and periodic beeping and vibrating. There was no reported impact to the customer¿s blood glucose level. To resolve the issue, technical support arranged for a replacement pump and confirmed the shipping details. The customer was instructed on placing the faulty pump into storage mode and agreed to return it with the provided pre-paid label within 10 days. The customer planned to use multiple daily injections as a backup insulin therapy until the replacement arrived, and the pump was confirmed to be under warranty.